Event description:
It was reported the patient is experiencing pain at the ipg site due to significant weight loss. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the ipg flipped in the pocket site. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.